Manufacturer narrative:
Additional information: b1, b2, b5, g3, h1, h6 this event has been reassessed and the reportability has been determined to be a reportable serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, two devices had plastic tip broke off and it could not be found. The piece fell into the patient cavity and it was not retrieved. The surgical wound was irrigated but due tot the size of the fragment, it could not be located visually. X-ray was not necessary. There was no additional medical procedure needed to remove the piece from the patient.

Manufacturer narrative:
D10 concomitant product: lf2019, exact dissector lf2019 ligasure 21cm (lot#5183008). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during procedure, two devices had plastic tip broke off and it could not be found. The piece fell into the patient cavity. The surgical wound was irrigated but due tot the size of the fragment, it could not be located visually. X-ray was not necessary. There was no additional medical procedure needed to remove the piece from the patient. There was no patient injury.